Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred that was not decontaminated and was not contained within instrument with a bd lsrfortessa¿ so. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the machine is leaking at the back leg of the machine. Additionally, the fse provided the following additional information: the leak itself was sheath and possibly a small amount of waste therefore it wasn't mixed with bleach or decontaminate. If you are referring to the clean up of the leak I cannot say because it was cleaned prior to my arrival and there was no leak visible upon my arrival. I have to assume the customer decontaminated the area where the leak was.

Event description:
It was reported that waste leakage occurred that was not decontaminated and was not contained within instrument with a bd lsrfortessa¿ so. The following information was provided by the initial reporter: (1 of 2 complaints); it was reported that the machine is leaking at the back leg of the machine. Additionally, the fse provided the following additional information: the leak itself was sheath and possibly a small amount of waste therefore it wasn¿t mixed with bleach or decontaminate. If you are referring to the clean up of the leak I cannot say because it was cleaned prior to my arrival and there was no leak visible upon my arrival. I have to assume the customer decontaminated the area where the leak was.

Manufacturer narrative:
H.6. Investigation: scope of issue. The scope of issue is on limited to part number 647800l6 (lsrfortessa so b50r40v50uv20yg50 6v cpu) and serial number (B)(6). Problem statement. Machine is leaking at the back leg of the machine. Manufacturing defect trend. There are zero quality notifications (qn) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend. There is one complaint related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Service max review: review of related work order #: (B)(4) (case number: (B)(4) ) install date: (B)(6) 2018. Defective part number: 66314607 - switch lp spst-nc nptf m/f svc (used on 663385 - assy fluidic and pneumatic module). Work order details: ¿ subject/reported: leaking and high dpmtv. ¿ problem description: problem 1: dripping down the back leg of machine. Problem 2: blue and violet are failing cst. ¿ cause: problem#1: dcm pressure switch. Problem#2: partial clog in sample injection tube and/or flowcell. ¿ work performed: problem#1 leak: the leak was from the dcm pressure switch and the fluid was a combination of waste and sheath. The leak was not contained to the instrument but customer was not harmed in any way by the fluid. The customer had turned off the instrument which stop the leaking and cleaned up the leak prior to my arrival. I replaced the dcm pressure switch. Problem#2: I then styletted the sample injection tube, back flushed the flowcell, aligned optics, verified system operation, ran c s&t and it passed. ¿ solution comments: problem#1 leak: the leak was from the dcm pressure switch and the fluid was a combination of waste and sheath. The leak was not contained to the instrument but customer was not harmed in any way by the fluid. The customer had turned off the instrument which stop the leaking and cleaned up the leak prior to my arrival. I replaced the dcm pressure switch. Problem#2: I then styletted the sample injection tube, back flushed the flowcell, aligned optics, verified system operation, ran c s&t and it passed. Returned sample evaluation. Per fse: I performed this call on (B)(6) 2020 and threw the bad switch away. That pressure switch is not a returnable part that¿s why I threw it away. Manufacturing device history record (DHR) review. Review of DHR part number 647800l6-647800l6-(B)(6) -105792480-18; serial number (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis. A review of risk management file 10000196518, rev 03 - risk analysis ice program was conducted. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified: yes. O hazard ID: 3.1.5. O hazard: fluidic failure. O cause: leaks from component failure, particularly droplet containment system. O harmful effects: biohazard spill. O initial probability: 1. O initial severity: 5. O initial risk index: 5. O initial risk evaluation: u. O risk control: 1) component spares where applicable. 2) manufacturing system testing. O implementation verification: 1) pm spares kit p/n 657678. 2) final packaging oms. 3) service manual to include section to inspect dcm pressure switch for any leaking. 4) fluidics tray will capture any initial leakage. O effectiveness verification: label approval. O residual probability: 1. O residual severity: 5. O residual risk index: 5. O residual risk evaluation: afap (as far as possible). O new hazard: none. Mitigation(s) sufficient: yes. Investigation result / analysis. This investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. Based on the location of the leak and the defective component, the pressure switch (66314607) on the assy fluidic and pneumatic module failed. Root cause. Defective dcm pressure switch (p/n 66314607). Conclusion. This is not a safety issue. The reported complaint was confirmed by fse. Based from the obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after replacement of the switch lp spst-nc nptf m/f svc (p/n 66314607). Overall, this incident is not considered as a safety risk. Complaints received for this device and reported condition, will continue to be tracked and trended. Information will be captured on trend reports and monitored. No additional escalations required at this time.